Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported by the patient that the needle did not deploy when the pod was worn on the skin for between 5 and 24 hours, and upon pod removal, the cannula was not visible; this indicates a needle mechanism failure. At the time of the event, the patient's blood glucose level was between 170 to 190 mg/dl.